Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) during fill. An iipv event indicates that the patient volume exceeded 160% of the maximum prescribed cycle fill volume. The cause of the event was unknown. The patient was advised that a swap for the machine was necessary but the patient refused the swap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified a failure during pneumatic testing. The device pressure was recalibrated and the machine was retested, passing all subsequent tests. Should additional relevant information become available, a follow-up report will be submitted.